Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 44 cm (17") pur ext set w/clave® spike, 0.2 ¿m filter and bcv mll. The customer reported that paclitaxel leaked from the ICU medical extender into the packaging bag. A new bag was then prepared and the full intended dose of medication was delivered to the patient from the new bag. There was no adverse event/human harm, no medical intervention provided to the healthcare professional and there was no unprotected exposure to chemotherapy for the patient.

Manufacturer narrative:
One used sample item #011-h2862 was returned and it was connected into an unknown, baxter viaflo glucose 5% 250 ml intravenous bag. As received, no physical damage was observed. The returned set was tested per procedure and leaks were observed coming from both filter vents of the set. The filters appeared to be wetted out. The complaint of leaks was confirmed based on evaluation of the physical sample. The probable cause is typically due to a temporary or complete loss of hydrophobic properties of the filter vent material due to infusate interaction during use. A device history record (DHR) review could not be conducted because a lot number was not provided. D9 - date returned to mfg: 09aug2023. Updated information can be found in g1.